Event description:
While patient was laying on cart, neuro resident pinned patient's head using mayfield c clamp. Neuro resident held onto mayfield c clamp, while positioning patient prone on jackson spine table. While neuro resident was holding c clamp, he felt it slip and laceration discovered. Patient was then repositioned back onto cart, surgeon staff made aware. Laceration was noted on left parietal area about 2 cm long. Area was cleaned, and stapled. A new mayfield c clamp was put on patient, and the first was cleaned, bagged, and given to neuro coordinator.